Event description:
It was reported that a patient presented with grade 3-4 functional tricuspid regurgitation (tr) for a triclip procedure. A third clip was implanted to reduce the tr at the septal and posterior leaflets. After the third clip was deployed, the second clip resulted in a single leaflet device attachment (slda). The septal leaflet was detached and the anterior leaflet remained attached. Despite the slda, the second clip remained stable from the previously implanted clips. The tr remained unchanged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported slda could not be conclusively determined. The reported tr is a cascading event of the slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.